Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B )(6).

Event description:
Allegedly, the screw was broken during surgery.

Manufacturer narrative:
Visual examination shows the screw is fractured just below the shank at the proximal threads.